Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during an emergency patient procedure, using a gs pgvl video baton 1-2, there was no image when the baton was plugged in. A delay in the procedure of 5 to 10 minutes occurred and manual intubation was performed as an alternative. No harm to patient or user was reported.